Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. Shortly after the initial surgery, the patient was brought back to check on the lens and intraocular pressure and the surgeon noted the lens was too short. The surgeon attempted to explant the lens but due to patient anxiety (the patient had a bad experience with previous eyelid surgery at another practice) the surgeon was unable to remove the lens. The patient returned the next day, (B)(6) 2014, and the lens was explanted through the original incision with no patient injury. The lens was exchanged for a longer lens and the patient is doing fine. The reporter indicated a possible cause of the event may have been mismeasurement of the sulcus-to-sulcus.

Manufacturer narrative:
(B)(4): evaluation:method - work order search.results - a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found the lens optic and one haptic torn. The lens was returned in liquid. Conclusions - based on the complaint history, work order search and the evaluation of the returned product, a possibe cause of inadequate vaulting has been determined to be related to the inaccuracy of the white to white measurement or a mismatch between white to white and the sulcus to sulcus diameter.(B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (12.6 mm) was explanted/exchanged for a different length icl one day postoperatively to address inadequate vault ("low vaulting"). After lens exchange patient noted to be doing well. According to the report from the facility, dated on (B)(6) 2014, the possible cause of the event was procedure related factor (pre-op measurement error). Per dfu visian icl handling precautions "1. Choice of the proper visian icl size should be carefully considered prior to surgery." It should be noted that at the time of the surgery the patient was (B)(6) and visian icl is indicated for implantation in adults 21-45 years of age. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the possible cause of the event was procedure related factor (pre-op measurement error). (B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).

Manufacturer narrative:
Method: device history record review. Result: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim #(B)(4).